Manufacturer narrative:
Date sent to FDA: 7/16/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 2/13/2018 (B)(4). It was reported that the patient underwent an incisional hernia repair surgery on (B)(6)2012 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. On (B)(6)2012 she had recurrent hernia repair and mesh x2 were implanted. It was reported that the patient continues to experience pain, nausea, diarrhea, chills, inflammation, loss of appetite and weight loss. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Patient codes: (B)(4). Device code: (B)(4) - hernia recurrence occurred. It was reported that patient underwent mesh removal on (B)(6)2013 due to infection and hernia recurrence.